Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the patient believes she is allergic to her zimmer ankle implant.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history records cannot be reviewed since the part and lot number is unknown. This device is used for treatment. Product history search cannot be completed since the part and lot number is unknown. A definite root cause cannot be determined with the information provided.